Event description:
Pt alleges she has has trouble from the beginning (i.e. 1979), including a lot of pain, losing use of her hands, lumps in her legs, kidney infections, cysts, tumors, and fibrocystic.